Manufacturer narrative:
The stent remains implanted and the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two graftmaster us rx stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the saphenous vein graft (svg) to the right posterior descending artery. Multiple balloon inflations were made using a 2.0 x 30 mm dilatation catheter, starting at nominal pressure at the distal anastamosis and continuing with maximum pressure throughout the remainder of the svg. Multiple areas of perforation were seen post angioplasty. The 2.8 x 16 mm graftmaster stent was implanted at the distal anastamosis. The first 4.0 x 16 mm graftmaster stent was implanted, overlapping the proximal edge of the 2.8 x 16 graftmaster. The second 4.0 x 16 mm graftmaster was then implanted, overlapping the proximal edge of the first 4.0 x 16 mm stent. The three graftmaster stents were overlapping in the distal portion of the svg. After graftmaster implantation, two new areas of perforation were seen. A 6.0 x 50 mm non-abbott covered stent was implanted so that it overlapped the edge of the second 4.0 x 16 mm graftmaster stent. A second 6.0 x 50 mm non-abbott covered stent was then implanted at the proximal svg. The proximal and distal portion of the svg were completely sealed with the graftmaster and non-abbott stents; however, leaking was noted at a short mid portion that remained uncovered. A third 6.0 x 50 mm non-abbott covered stent was implanted at the mid portion, so that it overlapped the two non-abbott stents. The entire length of the svg was now covered and no extravasation was seen. During the procedure, the patient required pericardiocentesis; however, the study physician indicated that this complication was unrelated to the device. The patient was intubated during the procedure and sent to the intensive care unit post procedure. The patient remains hospitalized, but has been extubated and is improving. Per physician, the cause of the multiple perforations was the friability of the svg. No additional information was provided.